Event description:
S. - baxter vial-mate adaptor malfunction, item umber 2b8071, lot number gr19l05017 b. - when expressing air from IV bag to medication vial, IV fluid started leaking from the IV bag side of the baxter vial-mate adaptor . This happened for 2 vial- mates with the same lot number resulting in wasting of 2 gr. Of vancomycin. Note IV line was never attached to patient as this malfunction was discovered prior to administration a. - this is a potentially a wide spread malfunction that can lead to introduction of bacteria to the patient and/or decrease of medication dosage if not noticed prior to connecting IV to patient. R. - notify baxter of malfunction of their product, and see if there are any known issues with the vial-mate adaptor. FDA safety report ID# (B)(4).